Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the needle retracted slowly or would not retract at all. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the needle are retracting slowly, or not retracting at all.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the needle retracted slowly or would not retract at all. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the needle are retracting slowly, or not retracting at all.